Event description:
It was reported through the results of the clinical trial that on the day of the stent placement procedure through the proximal artery, the subject allegedly had adverse events of in-stent thrombosis of left popliteal artery after study stent placement, thrombosis of left peroneal artery after study stent placement and in-stent occlusion of popliteal artery left. The adverse events were possibly related to the study device and study procedure. Re-intervention was performed on the target and non-target lesion due to thrombosis of left peroneal artery after study stent placement with in-stent restenosis of initial stenosis of 100% and final residual stenosis of 0% in the target lesion. It was further reported that one year, one month and forty days post a stent placement procedure, the patient allegedly had an adverse event of in-stent occlusion of popliteal artery left. However, the adverse event was possibly related to the study device and not related to the study procedure. The current status of the patient was unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent products are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent remains implanted. X-ray images were not provided for evaluation. The evaluation of the material available is subject to the retrospective assessment as part of post-market clinical follow-up (pmcf) activities. Based on the information available the reported restenosis could not be verified. The investigation needed to be closed with inconclusive result. Based on the evaluated information, no clear root cause for the reported event could be determined. Labeling review: relevant labeling supplied with this product was reviewed. Potential complications and adverse events which may occur during use of the device were found to be referenced in the IFU, e.g., restenosis, thrombosis or vessel occlusion. Correct procedure for stent placement was found addressed. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.